Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and a bridge to transplant. Approximately 10 days after start of support, the report noted the patient experienced pain at insertion site and down right bicep, discoloration noted to chest and down right arm. The patient taken to operating room where muscle bleeding (generalized) was found and as well as small arterials that were clipped or cauterized. No graft anastomosis bleeding was found. The graft to hub was intact with no signs of bleeding. Cautery and anticoagulation were utilized it control, stop bleeding. The site closed with jp drain, and there was a plan to stop heparin for 24 hours. The patient remained on support and was noted to be in stable condition following the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.